Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-00650. It was reported that a patient presented in-clinic for a lead revision procedure to address high capture thresholds and fracture on the lead. During the procedure, examination of the patient's pacemaker revealed premature battery depletion, and the high capture thresholds were alleged on the device as well. The device was explanted and replaced on (B)(6) 2022. The lead was also capped on (B)(6) 2022. The patient was discharged and no additional patient consequences were reported.